Manufacturer narrative:
(B)(4). Evaluation information: the welder operation was not completed successfully.

Manufacturer narrative:
(B)(4). Baxter recieved one sample for evaluation. Visual inspection confirmed that the lower film-wrap was partially separated. The root cause has not yet been determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional, relevant information becomes available a supplemental report will be sent.

Event description:
It was reported that separated film wrap was observed on an infusor sv device before filling. There was no patient involvement reported. Additional information was requested and is not available.